Manufacturer narrative:
The devices, used in treatment were not returned for evaluation, reporting event could not be confirmed. A clinical evaluation was conducted and confirms the extensive scarring over the patella and the external rotation of the tibial tray cannot be ruled out as contributing factors to the polyethylene wear and subluxation of the knee. However, without the supporting imaging, relevant medical history, and/or the analysis of the explanted component, the root cause of the reported dislocation/subluxation cannot be confirmed and it cannot be concluded that the reported dislocation/subluxation was associated with a mal-performance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that the patient suffered from a dislocated knee replacement. The event was treated via closed reduction. The surgeon stated that revision surgery will be performed as soon as implants arrive.